Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call, he was just released from the hospital and he was informed the insulin pump wasn't delivering insulin. Customer was hospitalized due to high blood glucose over 600 mg/dl. His symptoms were vomiting and difficulty breathing. Customer stated he had done two boluses that weren't displayed on the device in the bolus history file. Customer then was advised to program a 0.2 unit bolus into the air and bolus did appear in the history. Customer stated since the two boluses weren't in the history customer was advised the insulin pump was not delivering insulin. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.